Manufacturer narrative:
As of this report, olympus has not received the culture test results from the user facility. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. Culture testing revealed no detection of microbial contamination on all channels. Upon device return and evaluation, it was observed that the bending tube was deformed which caused the bending angle in the down direction to exceed the standard value. Watertightness was lost due to deformation of the scope connector cover. Deformation was also observed on the celling plate. It was observed that the image had white dots and linear scratches due to damage on the charge-coupled device. Lastly, it was also observed that the adhesive on the bending section cover had visible thread due to deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the evis exera iii gastrointestinal videoscope, tested positive for an unspecified microbial contamination in the biopsy channel. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where: pre-procedure: device check was not preformed. Precleaning: is performed immediately after patient procedure. Manual cleaning: all accessories were reprocessed without defect. >60 min passed between pre-cleaning to manual cleaning. A leak test was performed in accordance with the device instructions for use (IFU). The detergent used is mediclean forte manufactured by dr weigert. The brushed points are instrument / suction channel, suction cylinder, instrument channel port, and forceps elevator. The brushes used are channel opening brush and maj-1888 (corresponds 3rd party brush). The flushed channels are air/water, instrument / suction, and auxiliary channels. The forceps elevator was operated in the detergent solution. Automatic endoscopic reprocessor (aer): the model of the aer used is getinge ew2, the detergent pokayoke and disinfectant pokayoke manufactured by getinge. An unknown model drying cabinet is used for storage where all removable parts are detached from the endoscope. The length of storage is a maximum 30 days. If stored wet; 4 hours max otherwise cds again. Maintenance/ repair of the endoscope is not performed by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices. Results of third party and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following deviation was confirmed by review of reprocessing steps provided from the user: suctioning was not performed for biopsy channel nor suction channel at precleaning. Flushing was not performed for air/water channel not auxiliary water channel at precleaning. Suctioning detergent solutions was not performed for biopsy channel nor suction channel at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviations in device reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.